Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar part was fractured. The device was simply pulled out from the patient's body and there were no device fragments left. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Event description:
It was reported that the collar was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar part was fractured. The device was simply pulled out from the patient's body and there were no device fragments left. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed tip damage (flattened), shaft damage (flattened) located 18mm and 15.5cm from the tip of the device, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defects.